Event description:
The patient was scheduled to have a hysterectomy. The ethicon linear stapler tlc 75 was used and it did not fire correctly. The staples were not all the way at the end of the staple line.